Event description:
During followup regarding an alarm, product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 . During troubleshooting for a different alarm, the rn decided to remove the heater bag and put a new bag on that line and the alarm cleared. The hc had primed and the hp was able to do the therapy. Ps explained to the rn that all the supplies have to be changed out and to reach out to global technical services (gts) anytime there is a problem. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. A batch review was not performed as the lot number was unknown.